Event description:
According to the rptr, while attempting to deploy a stent, the balloon on the stent delivery sys ruptured at 5 atmospheres when it is rated for 14 atmospheres. This rupture complicated the procedure and caused disruption of plaque further down the vessel. The stent was successfully deployed. Upon removal, a"pin hole" was noted on the front of the balloon. The rptr commented that 2 weeks prior to this incident a colleague had experienced a similar problem when a balloon ruptured at 8 atmospheres.